Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging his onetouch ultra2 meter was displaying inaccurate results when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 7:42pm. The reporter stated the patient obtained readings of ¿41, and 174mg/dl¿ on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated the patient made no changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated immediately after the alleged issue occurred, he developed symptoms of ¿cold, clammy, and sweating.¿ the patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing. The patient reported his test strips and test strips vial were in good condition. The patient was found to be using a correct testing process. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.